Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Reportedly, the pump was reset. Additionally, it was reported that the pump battery was intermittently depleting quickly. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 340-341 mg/dl.